Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator would not turn on. There was no reported patient impact or injury.

Manufacturer narrative:
Philips received a complaint on the heartstart xl indicating that the device cannot turn on. There was no patient involvement at the time the reported issue was discovered. Based on the information available, the cause of the reported problem was confirmed and traced to the battery failure. The reported problem was resolved by the customer, after replacing the battery, the device was successfully returned to service. The device remains at the customer's site. No further action is warranted at thie time. H3 other text : customer resolved the reported issue.